Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the week prior to the report, the patient was sleeping with a shirt on, and when he woke up, he noticed that the implantable neurostimulator felt warm at the pocket site. There were no further complications reported.